Event description:
It was reported that the patient's ins stopped working 2 weeks ago. Hcp (healthcare provider) checked ins and told the patient she would have to come in when representative was there. The patient was in "terrible, terrible agony. The wires are messed up. I've gone through a whole pack of urinary pads and 6 rolls of toilet paper. Interstim not working has messed up my pacemaker. I have no peace at all. The doctor said somehow, something's wrong with the wires." When asked to clarify what "terrible, terrible agony" meant the patient noted that her bladder muscle felt like it was about to fall off. The patient didn't have a rest period between impulses to use the restroom. The patient noted that the hcp told her she needed a new battery. Hcp implanted a new ins 2 weeks ago. Regarding "interstim not working has messed up my pacemaker" it was noted that pacemaker is a dual stimulator. The patient was going to talk to another manufacturer's representative next thursday. Heart monitor was from another manufacturer. When asked, the patient could not explain why she thought the pacemaker was affected. The patient was asking for help with reprogramming. The patient noted that her ins stopped working 2 weeks ago and that hcp replaced ins at that time but that since then, she had no therapy. Hcp instructed the patient to come into the office for reprogramming to resolve the issue the patient noted that her ins suddenly stopped delivering therapy 2 weeks ago, and that the doctor checked the device but informed the patient that she should have reprogramming to resolve the issue. It was later reported on (B)(6) 2013 that the patient was implanted last (B)(6). She had a return of symptoms for 2 weeks. An impedance check was done and came back fine. Patient was reprogrammed. This was the 1st call for a reprogramming for the patient. It was later reported on (B)(6) 2013 that regarding what the patient was referring to when she said her ins was replaced two weeks ago, it was noted that they replaced the batteries in her patient programmer. It was noted that the patient misspoke.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va006yw, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot# va006yw, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was doing well and voiding complaints had diminished to acceptable levels.